Manufacturer narrative:
Corrected.

Event description:
The customer reported a ventilator is switching on, but the extended self-test will not pass due to diagnostic code 3106 (patient circuit leak). No patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator in which the machine is not switching on. No patient involvement..